Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Manufacturer narrative:
(B)(4). The lead is being evaluated in our post market quality assurance laboratory. This product issue will be re-evaluated if additional details are received.

Event description:
Boston scientific received information that an presented to the hospital with oversensing and pacing inhibition. An x-ray confirmed this right ventricular (rv) lead had dislodged. Lead diagnostics were good except for high threshold measurements. The lead was repositioned, suture sleeve was tightened and the pacing impedance dropped to 200 ohms. The suture was removed and the impedance increased. The physician then made the decision to explant this lead. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.